Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the trilogy 202 device wouldn't operate, and the setting screen wouldn't open. The device's system board and oxygen blender housing were replaced to address the issue. The device was then tested and was found to run for two hours without issue and passed all performance testing.

Manufacturer narrative:
Review of case details indicates that the become aware date is 08/04/2024. The become aware date was previously incorrectly reported as 08/05/2024. This notice serves as a correction to the become aware date only. There is no change to the coding for the coding grid.